Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Reporter alleged customer had obtained discrepant blood glucose values of 229, 108, and 87 mg/dl when testing was performed on the aviva system 8 minutes apart. Reporter stated customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of the testing. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.